Event description:
Pt in surgery for laparoscopic rectal resection. After insufflation, the scope showed retro-peritoneal blood. Laparotomy revealed a wound to the iliac vein and a small retro-peritoneal hematoma. Pt's cardiac output and etco2 dropped and no pulse was detected in the aorta. Thoracotomy was performed with open chest cardiac massage and pt was revived. Pt suffered anoxic brain damage and died four days later.